Event description:
It was reported that during a follow-up check several weeks after implant, it was noted that the right ventricular (rv) lead had high thresholds. The output was increased, and the lead was repositioned the following day. A hematoma was evacuated as well. The lead and device are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID (B)(4) implantable cardioverter defibrillator (ICD) 2013 (B)(6), 5076 implantable pacing lead 2013 (B)(6), 4296 implantable pacing lead 2013 (B)(6). (B)(4).